Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and had a bent canula. The customer's blood glucose was 490 mg/dl at the time of incident. Troubleshooting was completed. It is unknown if the customer was using auto mode. The insulin pump will be not returned for analysis.